Event description:
Boston scientific received information that this epicardial lead exhibited increased threshold measurements and intermittent loss of capture. The loss of capture did not result in two seconds of asystole. No adverse patient effects were reported. A revision procedure is scheduled to replace this lead.